Manufacturer narrative:
Insulet corporation is submitting this MDR after the 30 day requirement. The reportability associated with the event changed from its original "not-reportable determination" to "reportable" after additional information was received. The returned device was evaluated and the investigation found evidence of a damaged pod. Its root cause was determined to be a damaged lcd. Qualification records were reviewed, and the product met all acceptance criteria. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿

Event description:
Customer reported falling because of low blood glucose and reported the lcd on the pod was cracked.